Event description:
Had 8x8 inch surgipro mesh implanted, lot number a4a921, also a solid plastic block was placed into a cavity whereby a small part of my bowel was removed number (B)(4) in 2004 for incisional hernia. (B)(6) 2013 my doctor told me that my inflammatory system markers are glowing red, and my bloods are 59 , also liver is high. Just before (B)(6) 2013 the pains started in my lower back and in my groin. In the beginning of 2014, the pain was getting worst, it is still in my lower back and groin but now it has spread down my legs and under my feet. I have been told by my doctor that he thinks I'm suffering fbr. And is sending me to a specialist. In the mean time I'm suffering chronic pain. God please help me. (B)(4).